Event description:
It was reported that during a video-assisted thoracic surgery procedure, the articulation lever broke on device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received with the articulation lever broken off, with the articulation gear damaged and with a reload present. The reload was received partially fired and with no damage to the lockout. The device was tested for functionality with a test reload and it fired and cut, however the staple formation was not conforming due to the damaged articulation gear. While no conclusion could be reached as to how the articulation gear became broken, attempting to force the articulation lever beyond its stop in either direction will result in instrument damage. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.